Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm tapped on the edges of the display and moved all the cables without any issues and was unable to duplicate the customer's reported issue. The stm disassembled the display and touch panel and found that one connector was a little loose from the board. Despite the stm re-reseating all connections, the customer's reported issue was still not duplicated. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that prior to use, half of the display screen for the cs300 intra-aortic balloon pump (iabp) was faded and the other half was black. It was later reported that when the customer tapped on the screen, part of the display returned. There was no patient involvement and no adverse event was reported.